Event description:
As reported by patient registry, approximately 1 year and 14 days post implantation of a 29mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve. The reason for the explantation is unknown at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, dimensional analysis, or functional testing. A device history record (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the reported complaint events. The instructions for use and thv training manuals for the commander delivery system with s3/s3 ultra thv were reviewed, and the potential risks associated with the use of the valve, delivery system, and/or accessories include: valve stenosis and device explants. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients was confirmed based on the provided medical records. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Prior to explant, medical report indicates that the s3 was well-seated with no aortic insufficiency. An echocardiogram showed an aortic valve area of 1.14 cm2, peak/mean gradients of 56.87/31.66 mmhg respectively, and peak velocity of 3.77 m/s, indicating that the patient had moderate aortic stenosis and increased gradient. Additionally, it was noted that patient had hyperlipidemia, which is one of the known factors that may increase the risk for valve calcification. Tissue calcification can impede leaflet mobility leading to stenosis and increased gradients. As such, available information suggests that patient factors (hyperlipidemia, history of aortic stenosis) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Section b7, g6, h2, h6 health effect - clinical code, device code(s) and h10 has been updated. Per clinical review of the medical records, approximately 1 year and 14 days post implantation of a 29mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve due to severe symptomatic aortic stenosis.